Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that the device did not oxygenate. When the customer went on bypass, they noticed that the blood was dark, therefore, they began to trouble shoot the device. They got an oxygen (o2) tank and then when that did not work they asked the surgeon to come off the pump. The device was replaced to complete the procedure and it worked successfully. Medtronic received additional information that there was no visible device damaged or any cracks noted on the device. The oxygen tank was introduced as a result of the oxygenator not working. There was no impact to the patient.

Manufacturer narrative:
Device evaluation summary: visual inspection shows a piece of the gas cap is broken off. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Based on test results, from the blood lab of other returned devices with similar damage this is a representative failure mechanism of poor gas transfer. Reason for return was confirmed with the broken gas cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction.d.4 expiration date and h.4.mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.